Manufacturer narrative:
The reported events were lead dislodgment and lead perforated by stylet. A complete lead was returned for analysis. As received, the helix was extended and could not be retracted due to blood in the helix housing, and the helix was stretched and damaged. The helix mechanism test was unable to be performed due to as received damaged helix. The reported event of the lead perforated by stylet was confirmed. Visual and x-ray examination noted the stylet perforated in the middle region of the lead. Electrical testing did not find any indication of conductor fractures but did find an internal short consistent with procedural damage. All damages found are consistent with procedural damage.

Event description:
During the initial implant procedure, dislodgement of the right atrial (ra) lead occurred. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.